Event description:
A health professional reported replacement of a lap-band access port due to an alleged leak from a hole in the tubing. The health professional noted that the pt had reported no restriction . The pt reported the event separately and noted the problem was first noticed when the pt went in for an adjustment fill and felt no restriction.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing.